Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the tamper seal on plunger case was removed and right plunger case cracked on the side. The device history log showed alarming "system failure: positive supply bgnd test" message was found recorded in the event log. The tech performed testing using the power up process the customer's reported problem was not duplicated. No error was detected at power up and the output supply voltage value was still in range. The root cause could not be established. Based on reviewing the device's event log, the main board will be replaced as a preventive measure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a system failure/ positive failure background test. No patient injury reported.